Event description:
It was reported that a pt was on atc, rrt went into room to do ippb treatment with vent. When pt placed on vent initially ok, then suddently high pressure alarm activated without any signs/symptoms from pt. Removed circuit, flow cal done, problem still present, changed device. Problem resolved. No apparent adverse reachtions noted.